Event description:
The customer reported that digoxin results for quality control specimens were negatively biased. A field engineer visited the site and noted that the wash tip was not aligned with the tip locator. There were no reports of pt treatment being affected as a result of this occurrence.